Manufacturer narrative:
The hospital biomedical department reported that replacing the power pcb assembly corrected the reported malfunction. The assembly is not available for evaluation.

Event description:
Found during test. According to the reporter, the device would not power on. There was no patient use associated with the reported event.